Manufacturer narrative:
The following information could be obtained: the elderly male patient has alzheimer's disease and a nervous problem that makes him open and close his mouth continuously. His therapy provides two hours of niv ventilation for three times/day. Due to his mental state he might not understand the niv therapy and consequently, he was not collaborative. Additionally, the patient reportedly has a big nose and big distance from nose to chin. The difficulty of positioning the mask is due to the continuous movement of the mouth, the same movement let the mask slide along the nose and this is the cause of the reported skin injury. Fitting the full-face mask properly to each patient is essential for a successful non-invasive ventilation therapy. There is a caution in the instructions for use (IFU) states that the full-face mask must not constrict the patient¿s nose or mouth; the patient must be able to breathe freely and comfortably. A sizing gauge is available to assist in selecting the most appropriate mask size. Furthermore, the IFU states the following: do not use this full-face mask on patients who are uncooperative, obtunded, unresponsive, or unable to remove the full-face mask. Dräger finally concludes that the mask was not suitable for the particular patient at all. Related warnings are in place to make the user aware of the risks the patient was exposed to.

Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the application of the niv mask to the patient was difficult and resulted in intermittent disturbances of ventilation. A skin injury has reportedly occurred.